Event description:
Left hip failed; acetabular liner with eccentric wearing and polyethylene synovitis, osteolysis of the proximal femur. The patient underwent revision of left total hip replacement with removal of a 54-mm smith and nephew reflection cup liner, removal of a +0 28-mm diameter aluminum ceramic head, synovectomy of the left hip, curettage of osteolytic proximal bone and proximal femur, placement of a size 54 liner reflection smith and nephew crosslink polyethylene.